Manufacturer narrative:
A service history review was conducted and there were no deviations found related to this reported condition. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex control unit, a general system failure alarm (code 1) was generated. The control unit was rebooted and therapy was resumed; however, after resuming therapy, a ¿filter pressure extremely positive¿ alarm was then generated. Troubleshooting was unsuccessful and treatment was discontinued. The extracorporeal blood was not returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.